Manufacturer narrative:
The device model reported in the initial report was a trilogy evo ventilator, which was incorrect. The device which is the subject of this report is a trilogy 100 ventilator and will be referred to as such in any future report submissions.

Event description:
The manufacturer received information alleging a patient was on ventilator therapy using a trilogy evo ventilator in the hospital emergency room, and the ventilator could not operate normally during use. It was reported the nurse immediately changed out the ventilator with a replacement. The patient experienced no harm or injury. The trilogy evo ventilator has not yet been returned to a service center for evaluation. The customer's complaint is not able to be confirmed at this time. A follow-up report will be submitted when the manufacturer's investigation is complete.